Event description:
The pt was revised because of dislocation.

Manufacturer narrative:
Examination was not possible, as the devices was not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. It has been reported that the depuy liner was implanted with a competitor manufactured acetabular component. This use of the depuy device is not recommended. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated.